Event description:
Product could be attached & be recognized by machine. Problem: machine would throw error codes so we were unable to use the product. We opened a new product and were able to continue with the procedure.